Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up where CT revealed a type ia endoleak. A re-intervention is planned but has not been scheduled. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the invagination of the sealing ring and the loss of seal was found to be user related due to the oversizing of the aortic body during an off-label renal artery vent procedure (user error). The signification thrombus at the sealing ring also likely contributed to the event. The final patient disposition was pending a secondary endovascular procedure with no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).